Event description:
It was reported that a 2800-19mm aortic edwards bioprosthesis was explanted due to stenosis. The operative report noted, "the previously placed prosthesis had two leaflets that were perfectly immobile and calcified, one leaflet open." No additional patient history was provided.

Manufacturer narrative:
Evaluation summary: the valve exhibited heavy calcification in the cusp area of leaflets 2 and 3, and minimal in the cusp area of leaflet 1. At the free margins calcification was heavy at leaflet 2 and 3 at commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 3-4mm. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspection. Device evaluation confirms calcification as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Method = device return anticipated, not yet received. Although the operative report has been received no additional patient history has been provided. In addition the serial number is currently unknown, consequently the device history review has not yet been performed. Upon receipt of the device and completion of the evaluation, the device will be dismantled for the serial number. The DHR will be reported at that time and a follow up report will be submitted.